Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the reservoir found that the reservoir shell presented a leak because of wear at a fold. The momentary squeeze (ms) pump was visually inspected, and the kink resistant tubing (krt) was worn down to the filament, but there were no leaks present. Functional testing was performed on the pump, and the pump did not pass the activation testing. Based on the information available, the analysis did confirm the reported allegations and a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, the patient underwent surgical intervention, and a hole was identified in the reservoir. The ipp reservoir and pump were explanted and replaced with a new reservoir and pump. There were no patient complications reported.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, the patient underwent surgical intervention, and a hole was identified in the reservoir. The ipp reservoir and pump were explanted and replaced with a new reservoir and pump. There were no patient complications reported.